Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detachment.

Event description:
It was reported that an obtryx ii system - halo device was used during a procedure performed on (B)(6) 2024, for the treatment of stress urinary incontinence. During the procedure, it was reported that the sleeve detached. The procedure was completed with another obtryx ii system - halo device and there were no patient complications reported as a result of this event.